Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that after the repo sheath was placed for impella rp flex and physician connected the t-lock and tried to lock the tuohy, however the tuohy would not thread or tighten down. The rp flex was secured into place using the lock on the back of the catheter. Multiple attempts were made by the team to lock the tuohy without success. It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the product damage has been completed. Impella rp flex was returned for evaluation. Upon visual inspection, no damage to tuohy-borst was noted. Tuohy-borst lock was able to be fully tightened and locked with catheter unable to move when tightened. Tuohy lock was able to also be fully loosened with catheter able to slide through repositioning sheath when returned to lab. Clinical detail noted that tuohy-borst lock was unable to be threaded and tightened in the field. The failure mode reported as "product damage (sterile sleeve damage)", however, as the sterile sleeve did not have any damage observed and the issue was related to the tuohy-borst lock unable to secure pump position as intended, the pump was investigated as "positioning issues" failure mode. The root cause of the positioning issues was most likely due to a tuohy-borst issue due to use in the field as no abnormalities were observed on returned product. Corrections to the initial MFR report : h6 med dev prob code 2907 changed to 2292.